Manufacturer narrative:
The subject device was evaluated . Device evaluation found the image sensor cable was kinked. Based on investigation, the root cause of the reported event cannot be conclusively identified. The probable cause could be due to the kink led to breakage of output signal wire or short circuit which caused the faulty image. The image sensor cable may have been kinked by massive external stress such as excessive twisting, bending, or the like. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection the image disappeared during angulation. There was no patient involvement in this reported event.